Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed and revealed the following: the distal conductor fractured; the defibrillation conductor distorted; blood/body fluid outer tubing overlay; inner tubing kinked/buckled; outer tubing overlay cosmetic environmental stress cracking (esc); outer tubing (esc) breach/breach (non-electrical); outer tubing overlay breached cut; outer insulation cosmetic depression; blood in/on helix/lobe mechanism and flexed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate shocks. Oversensing, and high impedance noted on ventricular lead caused a loss of stimulation. The patient also had many non-sustained tachycardia episodes. The lead was removed and replaced. No further patient complications were reported as a result of this event.